Manufacturer narrative:
Concomitant medical products: lead model 3877-45 lot# 0205619617 implanted: 2011-(B)(6) explanted: na.

Event description:
It was reported that when the doctor opened the box the lead was "twisting". The lead was still used with the patient. There was no patient injury.

Event description:
Two of the electrodes were twisted when released from the package. The stimulation was not felt on one side. After a few tests the lead was replaced several days later. At the replacement surgery the new lead also came out twisted from the package and was not used. A few days later a morphine pump was implanted. The leads were thrown away by the physician.

Manufacturer narrative:
(B)(4)